Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 350 mg/dl. Customer stated he thinks it was the sets that causing the trouble. Customer stated he changed the set and tried to give bolus and got no delivery. Customer not able to troubleshoot due no supplies available. Customer will report back to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).